Event description:
It was reported that this patient's device is currently under advisory for premature battery depletion. The device has been implanted for approximately five years and the battery status is at 11% battery. There is a possibility that this device is exhibiting behavior consistent with premature battery depletion. Replacement was recommended, however the device remains in service. No adverse events were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.